Manufacturer narrative:
The reported event of the device reset was confirmed. Based on the information provided, it was determined that the reset was caused by a hardware error. The root cause of the hardware error was unable to be determined. The reported event of inappropriate or unexpected reset was confirmed. The device was received in reset with battery voltage above elective replacement indicator (eri). Analysis of the device image determined the reason for reset to be hardware error. Product code was reloaded and analysis performed, which indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of the device reset was confirmed. Based on the information provided, it was determined that the reset was caused by a hardware error. The root cause of the hardware error was unable to be determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the implantable cardiac monitor (icm) noted that the icm had inappropriately reset. Attempts were made to restore the icm, however were not successful. No further intervention will be performed. The patient was in stable condition.

Event description:
New information received notes that the icm was explanted. The patient was stable throughout the procedure.